Manufacturer narrative:
The insulin pump alarmed during prime test due to faulty force sensor resistor. The drive support disk was inspected and no anomaly was noted. The device had cracked case at display window corners, reservoir tube lip, belt clip slot, and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
No blood glucose levels reported. The mother of the customer reported a compromised force sensor system error from the insulin pump while changing the infusion set. Troubleshooting was done. The customer mother of the customer that the drive support cap of the insulin pump appeared to be sticking out. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.